Event description:
During a ptca procedure of a calcified and 90% stenotic lesion, the shaft of the catheter broke at the touhy during advancement into the guide catheter. The catheter was removed without incident and another catheter was used. No patient injuries or complications were reported.